Manufacturer narrative:
No product has been returned for evaluation. The customer acknowledged a nuvasive device was utilized to perform a revision surgery, but could not confirm a specific product. It is unknown if there was a malfunction of the device or any subsequent harm to the patient. The customer declined to provide additional details about the reported event. No additional investigation can be performed at this time.

Event description:
As per reporter on an unknown date a cervical titanium anterior plate by nuvasive was implanted in a patient. For an unknown reason(s), it was determined the plate and instrumentation need to be removed. The revision procedure date is unknown.